Event description:
It was reported that the customer's fill estimate was inaccurate. Customer had refilled a five day old cartridge with insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that use only single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guarantee are used or if cartridges are filled more than once. In addition, the user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.